Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap popped out during a bolus attempt. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that the pump was dropped on the floor and the incident occurred while changing the reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap, severely scratched display window, cracked reservoir tube lip, cracked case near display window corners and missing the end cap sticker.